Event description:
It has been reported to philips that exposure was not possible and the image disk was full. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system image space was low. The fse checked the log files and found there was an error showing no disk. The fse confirmed that the system garbage was taking up the space. The fse recreated the image disk to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.